Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection. No additional patient or event information is available. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.

Manufacturer narrative:
B4.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A pairing test was performed with a known good transmitter and failed. Voltage testing was performed and passed. A review of the downloaded data log confirmed the reported event of loss of connection. A root cause could not be determined.